Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013238850); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0013281026); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the evfxplus-29, fluoroscopic inspection of the valve load identified frame overlap up to the fourth node. The aortic valve was noted to be slightly calcified, and pre-dilatation was not performed prior to the initial deployment. At first deployment to 80%, the valve appeared under expanded and was subsequently recaptured. Upon recapture, an infold in the valve frame was observed. The valve and delivery catheter system (dcs) were withdrawn from the patient. A pre-implant balloon dilation was then performed using a 23 mm semi-compliant balloon, and a new valve was loaded into a new dcs and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as a result of the infold.